Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a vitrectomy procedure the tip of the vitrector broke off. The surgeon tried to remove the tip with forceps through the trocar cannula but was unsuccessful. The surgeon enlarged the sclerotomy incision with a surgical blade and removed the tip. Additional information received from the physician who indicated the patient was doing well as of post op day 1 and no inflammation or vision issues.

Event description:
Additional information received from the company representative indicated during the procedure the sclerotomy from the trocar had to be enlarged to remove the broken tip and endo laser was performed where the tip was lodged in the retina. So, a more invasive procedure was done that included suturing the sclerotomy site and the conjunctivitis. No further harm was reported.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.10. One opened probe was received, with a tip protector, in a zip top bag in a tray. At the time of receipt, was observed the radio frequency identifications (rfids) were cut off. The sample was visually inspected and found to be nonconforming with the tip of needle broken at the port. The probe was disassembled and the components inspected. Nominal wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Inner cutter was observed to be slightly bent. Wear marks observed at location along the inner cutter. Gouge marks observed at several locations along the inner cutter. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The complaint evaluation confirms the probe needle was broken at the port. The exact root cause for the broken tip cannot be determined from this evaluation. An internal investigation has been completed and action has been implemented to reduce the frequency of broken tips. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints will continue to be reviewed and closely monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).